Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2j2z3 serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6) , ubd: 26-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a manufacturer representative (rep) called to state they were just about to leave to meet a patient at the clinic who encountered a 'maximum settings reached' screen at 0.4v/ma (did not specify). Caller requested to review what could be the cause and how to troubleshoot. Agent reviewed this information. When asked, caller stated they would be making an mpxr. They stated that they did not yet know any patient information. Additional information was received from a manufacturer representative (rep). The rep reported that they met with patient today and impedance test showed electrode #2 being greater than 4k ohms. Rep created a custom program a with 3 (cathode) and 1(anode). Patient is getting therapeutic benefit. Patient was on 3(cathode) and 2(anode). Although patient was only able to increase stimulation to 0.4ma in the previous program, patient reported therapeutic benefit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause was unknown and that they were unsure what the likely factors were. Patient was receiving symptom relief and didn¿t want to take any further action as device helping patient.